Manufacturer narrative:
Literature citation: rueb jj, pizarro-berdichevsky j, goldman hb. 17 year single center retrospective review of rate, risk factors, and outcomes of lead breakage during sacral neuromodulation lead removal. J urol. 2020. Doi: 10.1097/ju.0000000000000740. Age: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note this date is based off of the article¿s date of acceptance as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature abstract: one risk of removal of a tined sacral neuromodulation lead is breakage, resulting in a retained lead fragment. This study reported lead breakage rate, risk factors and outcomes of retained fragments. The authors concluded that there was a low rate of tined lead breakage during lead removal however it was higher than the manufacturer estimate. Protective factors included a shorter time interval between implant and lead revision. The most common location for lead breakage was in the region of the tines, most are ghost fragments and long-term complications were uncommon. Reported events: 1. 429 incidents of lead removal were reported where the lead was removed intact. The indications for removal were lead revision (298), total explant (131), loss of efficacy (361), elevated impedance (89), history of trauma/fall (38), need for MRI (32), painful stimulation (60), and other (13). The indications for lead removal listed as other included that sacral neuromodulation (snm) snm was no longer needed following major bladder or bowel surgery (6), superficial device (4), device malfunction (1), and concern for interaction with other medical problems (2). It was noted that ¿patients could have more than one reason for lead removal cited.¿ 2. 35 incidents of lead removal were reported where the lead broke during removal. The indications for removal were lead revision (22), total explant (13), loss of efficacy (29), elevated impedance (12), history of trauma/fall (4), need for MRI (2), and painful stimulation (2). It was noted that ¿patients could have more than one reason for lead removal cited.¿ of the 35 patients with retained fragments, 27 had imaging available for review. Of those patients, 66.6% (18/27) had lead breaks occurring within the tined portion of the lead. It was less common for the lead to break proximal or distal to tines at 22%, (6/27) and 11%, (3/27) respectively. A ghost lead, defined as a lead fragment with conductor wire removed, was found in 81% (22/27). Despite the retained fragments, 80% (28/35) went on to have another lead placed. Of the 35 retained fragments, complications were 3% (1/35). One patient required surgery for fragment removal due to persistent pain in the area, which resolved after removal. This patient had a replacement lead inserted into the same foramen and it was hypothesized that the pain was due to conductance to the fragment. In this patient a large incision was required to cut down to below the fascia and remove the fragment. No further complications were reported or anticipated.